Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a non-footed position. As a result of the rupture, approximately 90 ml of solution collected in the housing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The following information was inadvertently omitted from the previous medwatch: this device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).

Event description:
This is a report from baxter (B)(4) of an infusor in which the reservoir ruptured during filling. The drug being used was ropivacaine hydrochloride hydrate. There was no patient injury or medical intervention. There was no patient involvement. No additional information is available.